Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6)2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to forget all other bluetooth devices, re-enable bluetooth, and reboot the smart device. No additional patient or event information is available.